Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe with bd safetyglide¿ safety needle there was an issue with the needle separated from the hub and remained in the patient. It was reported that ¿the needle was removed with the use of a cotton ball¿.

Manufacturer narrative:
Investigation summary: 3 sealed packaged safetyglide combo syringes with needles were received, confirmed to be from batch #7302906 (p/n 305904). They were visually evaluated. No visual defects were observed. Since the reported defect is associated with the needle component, the samples were forwarded to the needle manufacturing plant for testing and evaluation. Samples were forwarded to the needle manufacturing plant for testing and evaluation. No defects confirmed to be associated with the syringe manufacturing and packaging plant. Three representative samples were received. They are in sealed packaging blisters. They were visually inspected finding no defects or issues. They were tested for cannula pull force, the values were within product specification. A device history record review for the finished product and cannula batches showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported with the use of the bd luer-lok¿ syringe with bd safetyglide¿ safety needle there was an issue with the needle separated from the hub and remained in the patient. It was reported that ¿the needle was removed with the use of a cotton ball¿.